Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis while he was on vacation. The customer's blood glucose was 450 mg/dl at the time of admission. The caller also stated that the insulin pump was put through a body scanner. The caller stated that the customer did some troubleshooting on his own, and felt that the insulin pump was not working. A replacement was requested. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.